Manufacturer narrative:
Combination product: yes. The complaint device was not returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The root cause for the complaint event is most likely related to the patient's anatomy (i.e., previously implanted stent). Please note that the orsiro mission IFU advises the user, when treating multiple lesions, to initially stent the distal lesion followed by stenting of the proximal lesion.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (99 % stenosis degree) in a severely tortuous segment of the proximal rca. A xience stent was implanted first in the ostial rca in the same intervention. After the target lesion was pre-dilated, the complaint device was introduced into the patient. During the attempt to advance the complaint device towards the target lesion, the stent got caught with the previously implanted stent in the rca, was unable to pass through, got deformed and was thus withdrawn. Afterwards, another stent system was successfully implanted. The complaint device was discarded at the hospital.